Event description:
Approximately thee months post procedure the patient presented with an infarction in the treated territory. Imaging revealed the presence of in-stent restenosis that was was treated by implanting another stent four days after the patient presented. The patient was discharged to a rehabilitation nine days after presenting, the infarct was reported to be stable.

Event description:
Approximately thee months post procedure the patient presented with an infarction in the treated territory. Imaging revealed the presence of in-stent restenosis that was treated by implanting another stent four days after the patient presented. The patient was discharged to a rehabilitation nine days after presenting, the infarct was reported to be stable.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stroke is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.